Manufacturer narrative:
Literature citation: toshiki abe, eiji abe, hajime murai, takashi kobayashi, naohisa miyahoshi, youchi shimada. "Postoperative outcome of balloon kyphoplasty (bkp)m and subsequent vertebral fracture". 012-1-5. Mean age = 75 years. Patient: 6 males, 16 females. (B)(4)neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify.

Event description:
It was reported that a total of 22 patients underwent balloon kyphoplasty procedures (bkp) between (B)(6) 2012 and (B)(6) 2013. Types off ractures: 7 compression fractures, 9 pseudoarthrosis with cleft formation, and 6 burst fractures with no neurological symptoms but mild post-wall damage. The mean conservative treatment duration was 53 days (14 to 210 days). The mean postoperative follow-up duration was 16.2 months (6 to 26 months). It was reported that cement extravasation into the vertebral disc was observed as postoperative complications in 5 cases (27.2%). No symptoms were reported in association with this event. The type of cement in these patients used was not specified in the abstract.